Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported during a standard, primary intertan nail case, the integrated portion of the subtrochanteric lag screw driver had the tip break off in the lag screw while placing the screw. The lag screw position and fracture reduction was satisfactory to the surgeon. The broken piece was not moving nor causing any issue. The surgeon decided it would not be reasonable to attempt removal of the lag screw due to the fragment. The tip remains in patient.